Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. On an unreported date, the patient began treatment for the peritonitis with penicillin (intraperitoneally, dose and frequency was not reported). No further information was provided regarding whether the patient was hospitalized. Dianeal therapy was ongoing. At the time of this report, the peritonitis was not resolved and the patient was not recovered from the event. No additional information is available.